Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did corrections using insulin pump and confirmed up to the point when it was delivering, though when they checked the history there were no records of their boluses, did self-test no error found. Customer's blood glucose value was 298 mg/dl and 297 mg/dl. The customer was able to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that they performed a 5.0 unit fill cannula and stated insulin exited. Customer stated that they reconnect tubing at quick relapse and prime a 5 unit fill cannula and the results of prime was insulin exited. Customer did not have a tubing clamp available. Customer stated that the insulin pump had alarm with no insulin left. Customer was able to clear the alarm. Customer stated that the low reservoir did not alert them as expected. Customer stated that they performed displacement test and test results was passed. Customer stated that the time remaining in the status screen went up or down unexpectedly. Customer stated that the time remaining in the status screen was not accurate. The device will not be returned for analysis.